Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation. No product was returned for evaluation. No event history log was provided. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the reported customer fault is that the syringe barrel clamp was lifted by the customer during infusion. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
UDI information is unknown. G5: premarket (510k) number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringe was halfway through a test run with a 16 ml syringe, pump error in the middle of test injection when the pump alarmed an invalid syringe size. This occurred during a preventative maintenance check on the pump. Additionally, the pump was turned on again and stated force sensor test failed and was inoperable. There was no patient involvement and no patient harm.